Event description:
A malfunction was reported on a pump without any notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, to which they agreed.